Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg had reached end of service (eos) after depleting completely. It is unknown if the ipg depleted prematurely or not. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received stated that the patient undewernt surgical intervention on (B)(6) 2020 wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.